Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails in the drawer of the main were stiff. A field service engineer gently pulled the drawers and tested the full open and close function multiple times to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not open enough to have cubie lid. The customer reported that issue occurred when dispensing medications and able to get medications from alternative stations. There were no adverse events or injuries reported based on this event.